Event description:
It was reported that the device is exhibiting t-wave oversensing (twos) post pace. The clinician will attempt to alleviate the over sense on the patient's next office visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, implanted (B)(6) 2006; 4194 implantable pacing lead, implanted (B)(6) 2006. (B)(4).